Event description:
It was reported that a perforation occurred. The patient presented with a pulmonary embolism following an l4-5 and l5-si laminectomy. A greenfield ivc filter was then implanted in the l3 level inferior to the renal vein on (B)(6) 2007. On (B)(6) 2022 the patient presented with complaints of pain and discomfort. The patient was hospitalized and diagnosed with a grade 3 perforation of the inferior vena cava of the 2 o clock strut to touch the aorta and multiple grade 1 perforations. The greenfield ivc filter prongs had penetrated the adjacent fat. The greenfield ivc filter was also observed to have a tilt of 7.8 degree of rightward coronal angulation and a 0.50 cm migration below the right renal vein confluence.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.